Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu) from customer¿s stock, and downloaded the latest software revision to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a graphic user interface (gui) reset. There is no available information regarding the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.